Event description:
On 01-nov-2021, the following information was reported to kci by the patient's family member: on (B)(6) 2021, a foreign material alleged to be v.a.c.® granufoam¿ dressing was embedded in the patient's tissue and the patient was advised to report to the hospital. A home health was not scheduled and the v.a.c.® dressing was reportedly in place for one week. On 03-nov-2021, the following information was reported to kci by the wound care nurse: the patient reported to the emergency room allegedly due to the wound site exhibiting a foul odor. On 23-nov-2021, the following information was reported to kci by the home health scheduling coordinator: on admission, the nurse noted the patient with right hip stump had v.a.c.® dressing in place for one week. A foul odor filled the room when attempting to remove the foreign material alleged to be v.a.c.® dressing. The foreign material was reportedly lodged in the wound and was hardened with congealed blood. The nurse elected to keep the foreign material in the wound due to it being in the vicinity of the femoral artery and the patient being on an anticoagulant. The nurse noted concerns for infection and/or causing a massive bleed or tearing of the tissue if the material was removed. The patient was admitted to the hospital and the foreign material was surgically removed. On 23-nov-2021, kci received hospital records from the home health scheduling coordinator that noted the following: on (B)(6) 2021, the patient was admitted to the hospital reportedly "due to foul-smelling drainage" coming from the wound vac. On (B)(6) 2021, the assessment and plan noted to continue wet to dry dressings and IV abx [intravenous antibiotics] with potential discharge (B)(6) 2021. Occupational therapy noted diagnosis as "r [right] aka [above knee amputation] infection." On (B)(6) 2021, vascular surgery progress notes indicated the patient has clear drainage but no evidence of purulent drainage or cellulitis to suggest an underlying infection. Patient to continue wet-to-dry dressings with dakin's solution and IV antibiotics. On 24-nov-2021, the following information was reported to kci by the wound care nurse: per the history and physical notes, the patient underwent an above knee amputation on (B)(6) 2021 and v.a.c.® therapy was placed. The patient was reportedly discharged home with without antibiotics or medications. On (B)(6) 2021, the patient presented to the emergency room due to foul smelling drainage coming from wound vac. Patient reported pain to the area. Patient exhibited elevated white blood cell count with slight infection upon admission to hospital. On (B)(6) 2021, the physician noted that the dressing was changed, v.a.c.® therapy was removed and an alternate dressing was applied. Based on the physician's note, the nurse stated the v.a.c.® dressing was removed manually at bedside and there was no documentation of surgery or surgical removal. The nurse stated the dressing not being changed for a week could have been a contributing factor. On 24-nov-2021, the following information was reported to kci by the home health scheduling coordinator: the nurse who assessed the wound noted the wound looked infected. The v.a.c.® dressing was in place for a week before the home health went to change it. The nurse stated the "foam was stuck" and a hospital representative reported the foam was surgically removed. No additional information available. The v.a.c.® granufoam¿ dressing lot number was not provided and the product was discarded; therefore, a device history record review and device evaluation could not be performed.

Manufacturer narrative:
V.a.c.® granufoam¿ dressing lot number was not available and the dressing was discarded; therefore, a device history record review and a device evaluation could not be performed. Based on information provided, kci cannot determine how the foreign material alleged to be v.a.c.® granufoam¿ dressing was removed from the wound. It was reported the v.a.c.® granufoam¿ dressing was manually removed at bedside and was surgically removed. The foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. Kci is also unable to determine if the alleged infection was related to the v.a.c.® granufoam¿ dressing as the patient had a pre and postoperative diagnosis of infection upon initial v.a.c.® therapy placement. It is unclear if the infection noted at postoperative diagnosis resolved prior to the alleged event. The healthcare providers noted the foreign material was left in the wound for a week which exceeds the manufacturer's recommendations. This event is being reported as a potential use error. Device labeling, available in print and online, states: infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued. Precautions the v.a.c.® therapy system will not be effective in addressing complications associated with the following: ischemia to the incision or incision area. Untreated or inadequately treated infection. Inadequate hemostasis of the incision. Cellulitis of the incision area. Warning: never leave a v.a.c.® dressing in place without active v.a.c.® therapy for more than two hours. If therapy is off for more than two hours, remove the old dressing and irrigate the wound. Either apply a new v.a.c.® dressing from an unopened sterile package and restart v.a.c.® therapy; or apply an alternate dressing, such as a wet to moist gauze, as approved during times of extreme need, by treating physician. Foam placement: always use v.a.c.® dressings from sterile packages that have not been opened or damaged. Do not place any foam dressing into blind / unexplored tunnels. The v.a.c.® whitefoam¿ dressing may be more appropriate for use with explored tunnels. Do not force foam dressings into any area of the wound, as this may damage tissue, alter the delivery of negative pressure or hinder exudate and foam removal. Always count the total number of pieces of foam used in the wound. Document the foam quantity and dressing change date on the drape or foam quantity label if available, and in the patient's chart. Foam removal: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces are removed as were placed. Foam left in the wound for greater that the recommended time period may foster ingrowth of tissue into the foam, create difficulty in removing the foam from the wound or lead to infection or other adverse events. If dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15 - 30 minutes, then gently removing the dressing from the wound. Regardless of treatment modality, disruption of the new granulation tissue during any dressing change may result in bleeding at the wound site. Minor bleeding may be observed and considered expected. However, patients with increased risk of bleeding, as described on page 8, have a potential for more serious bleeding from the wound site. As a precautionary step, consider using v.a.c. Whitefoam¿ dressings or nonadherent material underneath the v.a.c.® granufoam¿ dressings to help minimize the potential for bleeding at dressing removal in these patients.